Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that a CT revealed that the patient¿s aneurysm was enlarged due to a type ia and a type ib endoleak. The physician performed an intervention where embolization was intentionally carried out putting micro coil and n-butyl cyanoacrylate (nbca) in the aneurysm to resolve the type ia endoleak. As for type ib endoleak, an additional limb 16x13x93 was added in the external iliac artery (eia) landing after embolization of left internal iliac artery (iia). No additional clinical sequelae were reported and the patient is doing fine.